Manufacturer narrative:
H3 - device not returned. H6 - type of investigation: 4110 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient "was not comfortable as the cylindrical power developed." The reporter indicated that the patient did not achieve the required vision. Therefore, the surgeon decided to proceed with a lens replacement. The lens was exchanged for a toric lens of longer length and different power. The problem was resolved. Cause of the event is unknown.